Event description:
It was reported that a pt received a post operative infection following a cervical laminoplasty and thoracic laminectomy. The user facility reported that the infection may be related to a micro bur used in this procedure. In addition, the user facility reported that the micro bur used in this surgery may be one identified in a recent recall. The pt's wound was cultured and the infection was identified as mrsa. Pt discharged from hosp in 2006 with crutch walking condition.